Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
An inspection of the scene revealed that the device was not the cause of the fire.

Event description:
It is alleged a fire occurred in a home where a pride powerchair was located.

Event description:
It is alleged a fire occurred in a home where a pride powerchair was located.